Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labelling or packaging failed to meet its specifications when released. The device was returned within the introducer sheath. Visual and microscopic inspection of the returned device found that proximal contact and delivery wire were bent, likely due to handling damage. In addition, the delivery wire was broken from the main coil. Functional testing could not be performed due to the condition of the returned device. Per additional information, the device was confirmed to be in good condition prior to the procedure, and the dfu was used during the set up and procedure. Based on the information available and analysis of the device, an assignable cause of handling damage was assigned to this investigation.

Event description:
Analysis of the returned device found that the delivery wire was broken. There was no clinical consequence to the patient due to this event.